Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 419488 lead; 5076-52 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that during a device changeout procedure, the svc coil impedance became high. Reprogramming was performed and the rv coil remained in use. Four days later, the rv coil impedance was also noted to be high. The lead was capped and was replaced. No patient complications have been reported as a result of this event.